Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A fetch 2 was selected; however it was broken when the pulled it out if the package. The device never entered the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.